Event description:
Vague report of "will not register correct amount delivered, pump reads that it infused 30cc when it acutally infused 27cc, alarms empty early." There is no pt incident. No other info available.